Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), - removed polyps from uterus). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, rash, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well current weight (B)(6) lbs. Deployed with (r) 3 and (l) 3 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure devices in place. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and medical record received. Lot number added. Reporter and patient demographics were added. Medical history and lab data added. Updated suspect drug indication. Event injury deleted and new events abnormal bleeding (general), hormonal changes describe, rashes, bladder disorder, urinary problems, migraines, headaches, nausea, dental problems, fatigue, weight gain, gastrointestinal or digestive system condition type and hair loss added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and endometriosis. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced rash ("rashes/skin rashes"), pollakiuria ("bladder disorder/frequent urination"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type"), dysmenorrhoea ("heavy pain periods"), cholelithiasis ("gallstones") and dizziness ("dizziness"). In 2018, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pruritus ("skin conditions") and urticaria ("hives/swelling hives") and was found to have hormone level abnormal ("hormonal changes describe") and uterine leiomyoma ("fibroids uterus"). The patient was treated with omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes), - removed polyps from uterus). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, rash, pruritus, pollakiuria, migraine, headache, nausea, tooth disorder, fatigue, weight increased, dyspepsia, alopecia, dysmenorrhoea, cholelithiasis, uterine leiomyoma, urticaria and dizziness outcome was unknown. The reporter considered alopecia, cholelithiasis, dizziness, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pollakiuria, pruritus, rash, tooth disorder, urticaria, uterine leiomyoma and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well current weight 175 lbs. Deployed with (r) 3 and (l) 3 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure devices in place. Imaging procedure - in 2009: result of the test: essure devices in place.. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Evens: heavy pain periods, fibroids uterus, dizziness were added. Event gastrointestinal disorder was replaced with the events: digestive, gallstones, bladder disorder and urinary tract disorder was replaced with frequent urination and skin disorder was replaced with swelling hives & itching. Event onset dates were updated. Reporter's information and lab data and treatment drugs were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), - removed polyps from uterus). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, rash, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well current weight 175 lbs. Deployed with (r) 3 and (l) 3. Coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure devices in place. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.